Event description:
The tech alleged the bed will not go into trendelenburg function. No pt impact.

Manufacturer narrative:
The tech found the trendelenburg cylinder has a mounting bolt that had come out. The tech replaced the trendelenburg cylinder mounting bolt and applied loctite to resolve the issue.